Event description:
Device 1 of 3. Reference MFR. Reports #: 1627487-2013-11594, 1627487-2013-11595. It was reported the pt was not receiving effective stimulation. As a result, the pt underwent surgical intervention. During the procedure, the pt's lead was discovered to be fractured and was explanted. The doctor placed a new lead but effective coverage could not be obtained. In turn, the lead was removed and another lead was placed to address the issue to no avail. As a result, the procedure was abandoned and the pt's scs system was explanted. The explanted product and product intended for use will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.